Event description:
S/p surgery, the pt was in the intensive care recovery unit, the surgeon attempting to remove the l.a. Line. Upon removal he noted the tip was broken and missing. Multiple x-rays were taken without success. The pt was taken back to the or for explantation without success. Via x-ray, the tip was noted to be in the verterbal artery and was retrieved by a neurosurgeon. Pt d/c'd home 11/2005.